Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and loss of capture. It was also reported that the rv lead experienced high impedance which trends appeared to show increased abruptly. Pauses in pacing therapy were also reported. Lead fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.